Event description:
Nurse administering IV normal saline through primary. Tried to attach the secondary line to begin to administer pre chemo medications. Secondary line would not back flow. Nurse was unable to prime line. Attached a different secondary line with success.